Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) once the investigation is completed, a follow-up/final report will be submitted

Event description:
Theaters have reported the item is leaking air. No harm or delay were reported. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.